Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's mother inserted the sensor into patient's thigh. The patient is using the system while being under two years of age, which is considered off label use. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).